Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that concurrent with mesh implantation the patient underwent a laparoscopic hysterectomy and anterior/posterior colporrhaphy. Due to mesh erosion with dyspareunia and pelvic pain the patient underwent a revision on (B)(6) 2007 and removal in 2008 and (B)(6) 2012. (B)(4). Dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.